Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center found that the connection of the device connector was lost due to the wear and tear of the connectors. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon was attributed to the connection of the device connector. Aging deterioration may have caused the defect because over 8 years have passed since the device was manufactured. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, olympus repair center found that the endoscopic image was not displayed intermittently due to the looseness of the connector. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the preparation for use, the user found that the endoscopic image was not displayed intermittently due to poor output. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.